Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support replaced the pump for the customer, who will use multiple daily injections as a backup therapy. The replacement pump comes with updated software, and training will be available through the customer's tandem source account. The customer was informed about the necessary steps upon receiving the new pump and agreed to return the problematic one within ten days using the provided return box and pre-paid label.